Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, package of the device was intact no issue during the sterilization. No break on physical appearance of stirrer was found. Procedure was completed successfully without any surgical delay. This report is for one (1) confidence spinal cmt sys, 11c. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: reporter is a j&j sales representative. A device history record (DHR) review was conducted: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that confidence spinal cmt sys, 11c had hardened cement on the stirrer, and the stirrer wiper blade had come off from the mixing bowl. A dimensional inspection was not performed for the confidence spinal cmt sys, 11c since it was not applicable to the complaint condition. A functional test was not able to be performed due to hardened cement. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the complaint condition of the confidence spinal cmt sys, 11c is not able to be tested due to hardened cement. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed drawing inspection was performed for the design of device. Device history lot - the DHR of product code: 283910000, lot : 308311, was electronically reviewed and no non-conformances were observed during the manufacturing process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.